Event description:
It was reported that the 3.0 x 15 mm vision stent delivery system (sds) was removed from the packaging and prepared for use without issue. When the sds was inserted onto the guide wire, it was noticed that the stent was not on the balloon. The packaging was checked, and the stent was found inside the protective sheath. There was no resistance noted during removal of the sheath. A new vision sds was used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use (IFU) states that prior to using the multi-link vision rx coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted.